Event description:
A malfunction on the pump was reported by the caller. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the malfunction recurs.